Event description:
Tri-axial needle point broke off and was captured with tissue sample.

Manufacturer narrative:
Device history record was reviewed and there were no anomalies or non-conformances found related to this event. The device has not been returned for investigation. Upon return of the sample, a device evaluation will be performed.